Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) did not work properly. It was indicated that the epg had no sensing, the main printed circuit board (pcb) was out of specification, and the lead connection flex assembly required replacement. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after being turned on, the epg could not be used normally. The epg was returned for service. There was no patient involvement.